Manufacturer narrative:
(B)(4). (B)(4) is submitting a single report on behalf of b. Braun (B)(4) (the MFR), and (B)(4) (the importer). (B)(4). The volumetric accuracy was tested three times with a rate of 1ml/h and a volume to be infused of 9.95ml. The results were all within spec at 9.90ml, 9.87ml and 9.88ml; no free-flow with the door closed or opened occurred. The pump has software version 686g03002. The pump's operational log was reviewed. On (B)(6) 2012 at 2:05:51am an infusion was re-started with a rate of 1.0ml/h. At 12:02:56pm the infusion was stopped with a total volume infused of 9.95ml or 100.0% of the expected volume. At 12:05:16pm the pump was placed on 'standby'. At 12:41:31pm, the pump door was opened and the pump was taken out of 'standby'. At 12:41:33pm "tube_drive_open_req" was selected on the keypad. And, at 12:41:49pm "tube_change_req" was selected on the keypad. At 12:41:52pm, the pump was powered off. In a f/u call with the facility, the reporter confirmed that the event has been attributed to user error as the nurse had programmed the pump incorrectly. The reporter also confirmed there was no pt injury. The pump operated as intended and the reported failure could not be reproduced. All available info has been forwarded to the device MFR. Based on the results of this investigation and info received from the reporting facility, the cause of the reported event is attributed to human factors.

Event description:
As reported by the user facility: pump over infused and the customer would like pump to be checked by quality. Pump was set to infuse at 1ml/hr. Twenty five ml was left in the IV bag remaining when checked. If fluid bag size wasn't given. Event date: (B)(6) 2012 at noon. No pt injury.